Event description:
Herceptin volume stated 292.06 ml on bag. Rn programmed pump for 30 minutes infusion at 586 ml/hour for total volume 293 ml, when 30 minutes passed, volume down to 0 ml, but still have a good amount in bag, added 60 ml, then another 30 ml, finally bag emptied at 78.2 ml more than bag stated volume, so the actual volume for today's herceptin 463.26 mg is 371.2 ml instead of 292.06 ml. Please find out where the differences of volume come from. Infusion pump sent for check. Upon biomed evaluation it was noted that all five of the internal bezel posts were completely broken/separating the pumping mechanism from the housing. Based on the bezel stamp, this particular bezel had been replaced and was manufactured in october of 2013. Bd has an existing medical device recall for this issue, dated 09/01/2017 for devices or bezel kits manufactured between 11/4/11 and 3/11/2012. The incident bezel and device are both outside of the date range of the existing recall. Biomed investigation found no damage to the external case or assembly to suggest any external force or damage contributed to the bezel failure. Manufacturer response for large volume infusion module, bd alaris pump module (per site reporter): they wanted us to return the device and broken part. No report yet.